Event description:
The company was notified of a mitroflow valve (model lx, size 23 mm) explanted after approximately 1 year, 9 months, reportedly due to aortic stenosis resulting from calcification. The device was replaced with a sorin biocarbon fitline mechanical valve, size 21 mm.

Manufacturer narrative:
The device has not been received for eval. An eval summary was not available at the time of this report.